Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, an error occurred. The device was used at first, and after taking out of the pt's body, it was found that the blade was broken. The surgeon checked and confirmed that it was not inside the body by the x-ray. Another device was used to complete the case. There was no adverse consequence to the pt.